Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h6, h11. Corrected fields: h6(product problem), investigation conclusion.

Event description:
N/a.

Manufacturer narrative:
Other contact person: mr. (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check the cs300 intra-aortic balloon pump (iabp) failed the k6 k6a k7 k8 test and it isn't able to create vacuum. There was no patient involvement.

Manufacturer narrative:
Another contact info: (B)(6). Corrected fields: e1(event site telephone) updated fields: updated fields: b4,g3,g6,h2,h6(type of investigation, investigation findings,component codes,investigation conclusions),h11 it was reported that during pre use check, the cs300 intra-aortic balloon pump (iabp) had a k6, k6a, k7, k8 leak test failed. There was no patient involvement reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the drive manifold assembly was defective and was replaced. The unit passed all functional and safety tests then returned unit back to customer. The failure analysis and testing dept. Received manifold, drive with a reported unit failure of fails k6,k6a,k7,k8 leak tests. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number manifold, drive into the cs300 test fixture and tested the drive manifold to factory specifications per the cs300 service manual. The fat dept. Proceeded to perform the k6,k6a,k7,k8 leak tests.the drive manifold failed testing. The fat dept. Replicated the complaint of the drive manifold failing the k6,k6a,k7,k8 leak tests.

Event description:
N/a.